Event description:
A manufacturer representative reported that she could not get an implantable neurostimulator (ins) that was in the box to couple with the implantable neurostimulator recharger (insr). Six bars were the maxed coupling bars reached. The rep attempted to communicate with two different insrs, but had the same result; the ins will be returned for analysis. It was noted that this was not a direct allegation of an out of box failure, but the ins was in the original package when the rep was attempting to charge. This event occurred in 2016. There were no reports of medical or therapy issues and no patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. If the recharge head was just slightly off-centered from the designated location on the box, then there would only be 6 bars of coupling. The position of the recharge head is sensitive on these boxes because there is some room within the box for the sterile package to move about 1.5 cm away from the label side of the box. If the spacing is near 1.5cm from the label side of the box and the recharge head is slightly off-center it will show 6 bars of coupling during recharge. It is typical to have only 6 bars of coupling with 1.5 cm spacing. It was observed during analysis that when the recharge head was perfectly centered on the designated location it did gave 8 bars of coupling. The ins passed functional testing and there were no issues with recharging or recharge coupling. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.